Event description:
It was reported the lead demonstrated high impedance values and oversensing. Physician inspected the lead after the explant and did not find any evidence of lead fracture and suspects the lead was not properly connected to the device header. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.